Event description:
It was reported that this was out of the box failure and the arctic sun device did not draw water. Per review of wo on (B)(6). 2023, there was no patient involvement. Per sample evaluation results received on (B)(6). 2023, it was reported that the circulation pump (sn# (B)(6). ) 131 cable was not plugged in. It was stated that the power circuit card (sn# (B)(6). ) did not work. The power circuit card (sn# (B)(6). ) did not work. The input output card defective from(B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed input/output card. The card does not control the circulation pump. Input/output card was found to have failed. Input/output card was replaced. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. The investigation indicated that the reported issue was not manufacturing related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that this was out of the box failure and the arctic sun device did not draw water. Per review of wo on 03oct2023, there was no patient involvement. Per sample evaluation results received on 25oct2023, it was reported that the circulation pump (sn# (B)(6) ) 131 cable was not plugged in. It was stated that the power circuit card (sn# (B)(6) ) did not work. The power circuit card (sn# (B)(6) ) did not work. The input output card defective from as5000 # (B)(6) ( (B)(4) ).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed input/output card. The card does not control the circulation pump. Input/output card was found to have failed. Input/output card was replaced. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. The investigation indicated that the reported issue was not manufacturing related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was out of the box failure and the arctic sun device did not draw water. Per review of wo on 03oct2023, there was no patient involvement. Per sample evaluation results received on 25oct2023, it was reported that the circulation pump (sn# (B)(6)) 131 cable was not plugged in. It was stated that the power circuit card (sn# (B)(6)) did not work. The power circuit card (sn# (B)(6)) did not work. The input output card defective from as5000 #(B)(6) (wo#(B)(4)).